Event description:
The customer contact reported the device alarmed with an e321 (battery charger timeout) error code. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided therefore, specific patient information, device programming or, event details were not available. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, the device alarmed with an e321 (battery charger timeout) error code. Although requested, no additional information was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.